Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while performing vaginal cuffing, the needle broke in half while passing through thick tissue. The partial needle that fell was retrieved with graspers. The cuff was closed with a different suture. There was no patient injury.